Event description:
The customer reported that the device was stuck. The service found a defective control unit and an overheated motor. This is 1 of 1 report for #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes (B)(4) and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. 510k#: device is not distributed in the united states, but is similar to device marketed in the USA during pre-repair assessment performed by a technician, it was revealed that the control unit was not functioning, the motor overheated, and the part needed general service. The noted observations were due to normal wear of the device. The control unit and various parts were replaced. Device was repaired and returned to the customer on (B)(4) 2012. Placeholder.